Event description:
Customer stated the unicel® dxc 600i synchron® access clinical system had a reagent probe leak. A review in the remote management system revealed the instrument alerted the customer with an error message that stated "cuvette not dry before first reagent dispense". Customer found approximately five milliliters of fluid underneath reagent probe "a" in the well on the reaction wheel cover. Customer was wearing gloves and a lab coat. No exposure or injury occurred due to contained leak. No erroneous results were generated.

Manufacturer narrative:
Routine troubleshooting with beckman coulter (bec) customer technical support (hotline) appeared to resolve the issue and service was not initiated. The customer found a loose fitting which attaches the tubing to the reagent probe and tightened the fitting to correct the leak. (B)(4).